Event description:
A hospital in (B)(6) reported that the manometer needle of an rd900 neopuff infant resuscitator did not appear to be reading accurately. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer needle of an rd900 neopuff infant resuscitator did not appear to be reading accurately. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Photographs have also been provided. Results: the visual inspection revealed cracks on the back cover and the upper panel of the device, and these can be clearly seen in the photos provided. The pressure displayed on the manometer during testing was lower than the actual delivery pressure a lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable reusable device which can be susceptible to impact damage. The cracks observed suggest that the complaint neopuff unit may have sustained some form of impact. Each neopuff is tested during production for the accuracy of its manometer component. If the neopuff were to be used without recalibration, however, actual pressures delivered would be lower than that indicated on the manometer pressure feedback system. This does not alter the usual resuscitation practices to increase the set pressure if desired ventilation is not achieved. Our user instructions advise the user to carry out a performance check and recalibration of the device should it sustain an impact.